Event description:
Per the information provided to co by the physician's office, the device was removed as it was "defective". As reported to co, the entire mentor 2-piece inflatable penile prosthesis was removed and replaced. 06/09/97-upon receipt of additional information provided by the physican/surgeon, he stated... "The device was removed as there was no fluid in the system. A rupture of the tubing at the pump site was observed at the time of surgery."